Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the product was requested for investigation but has not been received to date. Should additional information become available or the product received for investigation, a supplemental will be submitted.

Event description:
According to the reporter, the device failed to attach. Additional information indicates that there was no harm to the patient. A snare was used to capture and remove the device. A repeat procedure was performed. There was nothing unusual noted about the procedure. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The user of the device was experienced and trained by a company representative. The vacuum pressure before the procedure was approximately 600 mmhg. Lubrication used to facilitate placement of the device. The product was requested. No further information has been provided at this time.